Event description:
The user facility reported that while a patient was present on the table the leg section broke. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris surgical solutions specialist spoke with the user facility's biomed who stated that the user facility will be trading in the table subject of the reported event.

Manufacturer narrative:
The event occurred at the end of a case just before removing the patient from the table. The nurse was able to support the leg section until the patient was transferred off of the table. A steris service technician arrived onsite and found the leg section of the table to be broke. Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.